Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
Same case as MDR ID 2134265-2017-02061 and 2134265-2017-01977. It was reported that inadequate stent apposition occurred. The patient was presented with a st-segment elevation myocardial infarction (stemi). The totally occluded target lesion was located in the right coronary artery (rca). Pre-dilation was performed using a 2.0 balloon catheter and a non-bsc aspiration catheter was also used. A 3.5 x 38 synergy drug eluting stent was deployed at 12-14 atmospheres to treat the lesion. The stent was not post dilated. Two days post procedure prior to discharge, the patient complaint of mild chest discomfort. The patient was brought back to the cath lab and the rca was totally occluded again. A wire was advanced and dilation was performed. An angiojet catheter was then used to remove as much clot as possible. A 3.5x20 synergy drug eluting stent was deployed distally and a 4.0x20 synergy drug eluting stent was deployed proximally. The physician felt all three stents were significantly undersized and under apposed so he post-dilated the entire segment with a 4.0 and a 4.5 nc emerge balloon which left it with a larger and improved result. The procedure was then completed. No further patient complications were reported, the patient did very well and was discharged home.